Manufacturer narrative:
Updated fields: b4,b6,b7,d9,e2,e3,e4,g3,g6,g7,h2,h3,h11 corrected fields: d8 the product has been returned to the manufacturer,but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site name: (B)(6) medical center. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that balloon catheter malfunctioned. Gas loss alarm was reported. No harm was reported. Patient involvement is unknown.